Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient experienced a perforation and later expired. The target lesion was located in the right coronary artery (rca). The physician accessed the lesion using a 6fr introducer sheath and a jr4 guide catheter. The physician crossed the lesion with a csi viperwire guide wire and loaded a csi orbital atherectomy device (oad) onto it. The physician performed one run at low speed and one run at high speed in the proximal rca for 25 seconds each run. The physician then performed one run at low speed and one run at high speed in the mid-rca and in the distal rca for 25 seconds each run. Angiography was performed after each run and did not reveal any complications. The oad was removed, but the viperwire was left in the patient. At this point, a balloon was advanced over the viperwire guide wire and multiple balloon angioplasty inflations were performed. Angiography was performed and did not reveal any complications. The physician removed the balloon and loaded the csi oad onto the guide wire for a second time. One final high speed run was performed in the proximal rca. The oad was removed and angiography did not reveal any complications. The csi viperwire was removed and a bmw guide wire was advanced into the patient. The physician then successfully deployed four drug-eluting stents across the lesion. Post-stent angiography revealed a perforation in the area of overlap between the two proximal stents. Balloon angioplasty was performed, but when attempting to remove the balloon, it got stuck and had to removed as a unit with the bmw guide wire. Angiography revealed that the perforation was still present, so the vessel was rewired and the physician deployed a covered stent to resolve the perforation. Pericardial effusion was noted around the right ventricle, which was removed via pericardiocentesis. The patient was stabilized and transferred to the cardiac intensive care unit (cicu). Approximately one hour post-procedure, the patient expired. The cause of death is unknown. Csi contacted the facility medical records department to obtain additional information, but could not do so as the patient name is not known.